Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: the concern is "air bubble alarm" always showing up. Tested/checked the water value and it read 976mv (acceptable range = 1100-2250mv). Customer complaint advocate called the customer facility contact who reported that part # 363430 was used to test seven (7) pumps using the b. Braun technical service safety check procedure. It was reported that these infusion sets used for testing are old inventory owned by the customer facility and that different lots may be in use by the customer facility clinicians. During testing he reported issues as they arose. The acceptable voltage range was also gleaned from the b. Braun technical safety check procedure. As the clinical technologist for the site, he was trained to perform these tests by b. Braun staff to be compliant with procedure. In speaking with b. Braun technical support after receiving the results associated with these pumps, he was advised that there was no way to adjust the pump signal and that he should return the devices for service so that the sensors could be replaced. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to other confirmed complaints of this nature, b. Braun medical inc. Has initiated a corrective action/preventative action CAPA to address the issue of air in line. Corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.